Event description:
It was reported that when the physician went to unscrew the set scew, the wrench would not engage the screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of an lv set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside the lv set screw hex cavity, which prevented full insertion of the torque driver into the hex cavity.